Manufacturer narrative:
Greatbatch medical is not the legal manufacturer of the device involved in this incident.

Manufacturer narrative:
The complaint sample was not returned to (B)(4) for evaluation and the reported event cannot be confirmed. A process review was completed and no discrepancies were found. The initial investigation completed by the distributor (B)(4), attributed the cause of the malfunction to be fatigue loading of the weld caused by repeated impacts. No further investigation is required. Complaint investigation provided by (B)(4). Device not returned to manufacturer.

Event description:
It was reported during an unknown patient procedure that the strike plate broke off the end of the handle. The surgeon elected to continue the procedure with the broken impactor by positioning the broken strike plate back on the handle. The procedure was completed successfully and no adverse events were reported as a result of the malfunction.

Manufacturer narrative:
Additional information from customer was received which identified the device manufacturing site. (B)(4)